Event description:
Customer reported blood glucose results of 55 mg/dl, 137 mg/dl, 247 mg/dl, 56 mg/dl, and 70 mg/dl within 10 minutes on the compact plus system. Customer reported symptoms for which he self-treated. No adverse event reported. A request was made for the return of the system, replacement was sent.